Event description:
It was reported that the patient with this pacemaker system was evaluated in a hospital setting due to having a heart rate of 30 beats per minute (bpm). The patient was reported to experience a syncope episode. Upon further review, loss of capture (loc) was observed on the right ventricular (rv) lead. The patient required external pacing. Additionally, a gradual increase, but still within limits of pace impedance measurements was observed. Technical services (ts) was consulted and recommended to continue to monitor. However, one day later, the physician noted thresholds were increasing and opted to perform a lead revision. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.